Event description:
The reporter stated, the surgeon had inserted a toric single piece silicone lens model aa4203tf into pt's eye with no damage to the lens, however, the surgeon noticed a tear in the pt's capsule bag. He cut the lens to remove it without enlarging the incision and performed a vitrectomy. He put in an anterior chamber lens. The reporter stated, the surgeon thought the capsule was torn prior to insertion of the lens, during removal of the cataract. They do not use the staar phacoemulsification equipment.

Manufacturer narrative:
Evaluation: a work order search. Results: a visual inspection of the returned product shows both haptics are torn off into the optic of the lens and are missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.